Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the physician was trying to clip a polypectomy bleed. The clip closed on the tissue. When the doctor went to pull the device away after deployment, the clip came off of the tissue. The clip was left in the pt. The doctor had no concerns with leaving the clip to pass naturally via peristalsis. The case was completed using another resolution clip device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.